Event description:
It was reported that the atrial lead exhibited intermittent capture at 7.5v at 1 ms outputs. Microdislodgement was suspected, and a lead revision was scheduled. The patient was not pacemaker dependent.

Manufacturer narrative:
Na